Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the results obtained of 386mg/dl. The expected fasting blood glucose test result range is 170 to 90mg/dl. The customer did report symptoms of feeling shaky and having a headache. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 203 and 220mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 194mg/dl (B)(6) 2017 04:15 pm fasting: yes, the 271mg/dl (B)(6) 2017 10:24 am fasting: yes, the 170mg/dl (B)(6) 2017 10:31 pm fasting: yes, the 225mg/dl (B)(6) 2017 01:20 am fasting: yes, the 386mg/dl (B)(6) 2017 11:00 am fasting: yes. Customer called in reporting high results on her meter. Customer states that her last a1c was a 9.3 (220mg/dl). Customer states her normal range is 170-190mg/dl (in the morning). Customer is concerned with 386mg/dl fasting result. Customer states she tested 386mg/dl on (B)(6) 2016 and called doctor. Doctor told her to take long-acting insulin and short acting. One hour and a half later she tested 225mg/dl and called her doctor who advised her to take more insulin, one hour later she tested around 150mg/dl and took more insulin and before the doctor's office closed she states she tested at 74mg/dl and she was feeling very shaky and had a strong headache. Customer states symptoms was due to overmedicating herself. Customer called doctor and made an appointment to check if her meter was reading properly. Customer states her doctor's meter read over 60 points lower than hers. Doctor recommended she run a control test and she stated it did read within range. Customer is afraid meter is not reading properly and she needs to have a meter reading her sugar accurately especially because she needs to undergo a procedure that requires her sugar to average around 155mg/dl. Customer did not have control solution with her at the time of call. Had customer run a back-to-back blood test and she obtained 203mg/dl and 220mg/dl. Customer states she had already taken her insulin and it should not be that high.